Event description:
It was reported that this pacemaker exhibited a brief episode of far-field oversensing of the r-wave on the atrial channel. No adverse patient effects were reported. This pacemaker remains in service.